Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear for a polyethylene device implanted for approximately 9-1/2 years. A search of the complaint database did not show any other reports against the lot code. The root cause is being attributed to third body debris being introduced into the joint space resulting in accelerated material wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised for osteolysis, polyethylene wear of insert and patella; and loosening of femoral and tibial components. Revision surgery found loosening at the bone/cement interface.